Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient had an infected nodule with a bad pipe. Also, the nodule had pus,was very swollen, very red, hot and in a lot of pain. The patient went to emergency room and was hospitalised and underwent surgery for the abscess. During hospitalisation, the patient was given intravenous and oral antibiotic treatment. The patient stayed in hospital for fifteen days. No further information available.